Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) evaluated the information provided and the instrument data files. No product non-conformance was identified with the ctni assay or the dimension vista instrument. The aspiration profile for the patient sample was atypical which indicates an issue with the sample. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient plasma sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician (s). The same sample from the same patient was processed on an alternate dimension vista instrument and a lower correct result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.